Manufacturer narrative:
Manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the bleeding at the access site was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 73-year-old male patient for the indication of acute myocardial infarction complicated by cardiogenic shock. The patient¿s comorbidities were not reported. The patient¿s clinical state prior to initiation of support was identified as society for cardiovascular angiography and interventions (scai) stage e cardiogenic shock. The impella cp device was placed prior to percutaneous coronary intervention. Following completion of the procedure, the 14 french peel-away introducer sheath was removed and replaced with a repositioning sheath, which was secured prior to transfer to the intensive care unit. Subsequently, bleeding was observed at the femoral access site. The purge solution consisted of dextrose 5 percent in water with 6.25 units per milliliter of heparin. The patient received blood product transfusion; however, the bleeding did not improve. In the setting of ongoing access-site bleeding, a clinical decision was made to remove the impella cp device. The patient survived to explant. The reported access-site bleeding is consistent with known risks associated with large-bore femoral arterial access and the anticoagulation and purge requirements of impella support in the setting of cardiogenic shock.